Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selction, using an implant that was too long or an implant placed too deep. The patient's obesity and abnormal sacral anatomy may have contributed to the initial implant malpositioning. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers (if applicable): 1st (superior): ifuse implant, p/n 7070-90, lot# 493569, mfd. 09/30/15, expires 2020-09, (B)(4). 2nd (middle): ifuse implant, p/n 7050-90, lot# 493852, mfd. 03/25/17, expires 2022-03, (B)(4).

Event description:
In (B)(6) 2017, the patient had left side si joint arthrodesis where three implants were placed. The patient is obese with sacral dysmorphism. The patient reported radicular pain complaints a few weeks after the initial procedure. The surgeon determined that the most superior positioned implant was causing the radicular pain. In (B)(6) 2017, the surgeon removed the superior positioned implant and backed up the second implant a few millimeters. He also added a new ifuse implant in a more posterior position. The patient's pain symptoms improved following the revision procedure.